Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/17/2015. The fse found the main control board had malfunctioned. The fse replaced the main analyzer card, which resolved the issue. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported the coulter act diff analyzer was generating platelet (plt) vote outs on controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.